Manufacturer narrative:
The pump was requested to be return for further investigation. This MDR will be reopened and updated in the event the pump involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/15/2024, intuvie received a report from the customer reporting a zyno pump had system error. No patient injury/harm reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The pump was received on 8/21/2024 and tested on 11/22/2024. The issue was not found during testing. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. The initial MDR also had a report number in h10 that was not correct. Reference to complaint # (B)(4).